Manufacturer narrative:
(B)(6). The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved description of product: red cap connector w/needle lock with cap. Grm 11911607. The problem: they connect to the connector via chemotherapy tubing. Then they screw it onto the infusion pump. In bce oncology, when starting the pump, a blockage occurs. Retro purge impossible and treatment infusion impossible. The product is used with the plum 360 pump and the tubing administration for infusion pump 262 cm (103) ic14687-28 (our grm 11015875). The sample is available to send for evaluation. There was no report of patient involvement; there was no report of patient harm.